Manufacturer narrative:
Failure analysis revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The glass cap exhibit severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks.the blue arrow and part of the red octagonal signs are partially erased. Based on the device analysis, the probable root cause of the failure is was heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Analysis of the return device revealed a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. There were no patient complications reported due to this event.